Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that an employee, who was very recently educated on vaccination administration, administered a vaccination to a compliant patient. Following injection, she removed the magellan needle and while activating the safety device, the plastic piece (safety device) broke off. Her forward motion to activate the device led to the sharp puncturing the skin on her right hand.